Event description:
It was reported that during an attempt to deploy a vascular stent in the sfa, a loud "pop" was heard and the trigger would no longer respond. Resistance was felt during withdrawal of the delivery system and upon removal, the stent was noted to have partially deployed and fractured. Fluoroscopy demonstrated the distal end of the stent in the sfa. Two vascular stents were deployed to cover the lesion and the detached stent segment. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.